Event description:
(B)(6). Same patient as MFR. Report 2134265-2012-04822. It was reported that post a coronary stenting treatment procedure, the patient experienced angina and restenosis. In (B)(6) 2008, the patient was diagnosed with unstable angina (braunwald classification ib) and cardiac catheterization was recommended. The target lesion being treated was located in the 1st obtuse marginal (om). The lesion was 90% stenosed, 2.75mm in diameter and 27.6mm long. The lesion was treated with predilation and placement of a 2.75x32mm study stent. Post dilation was performed. Residual stenosis was 0%. The patient was discharged 1 day later on aspirin and clopidogrel. In (B)(6) 2008, the patient had a 3.0x18mm promus stent implanted in the left circumflex artery. In (B)(6) 2011, the patient presented with chest pain radiating to the left shoulder and jaw associated with nausea, shortness of pain and diaphoresis. The patient was diagnosed with unstable angina and was hospitalized on the same day and cardiac catheterization was recommended. The 75% in-stent restenosis of the study stent in the 1st om and the promus stent deployed in september 2008 in the proximal left cx was a long lesion extending to the 1st om. It was treated with direct placement of a 3.0x28mm non-bsc stent. Post dilation was performed. Residual stenosis was 0%. The event was considered resolved without residual effects and the patient was discharged.

Manufacturer narrative:
Device is a combination product. Patient identifier : (B)(6). Event date: (B)(6) 2011 device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).